Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The stent remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a patient experienced an intraocular pressure spike over a month after having a glaucoma stent inserted in the eye. The surgeon had to release some of the pressure three times. The patient is experiencing early hypotony with retinal folds and the pupil remains semi dilated. Additional information has been requested.